Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Reportedly, a correction bolus was delivered via the pump to address bg level. The customer continued to use the pump for insulin therapy.